Event description:
It was reported that the patient reported chest congestion, a bleeding nose, and bright blood filling the toilet with bowel movements. The patient believed the blood in the toilet was related to hemorrhoids and went to the emergency room (ER). The patient was admitted to the hospital. A computed tomography (CT) of the abdomen and pelvis was negative for the source of bleeding. Hemoglobin was trending down but was not severe. No blood products were given. The patient had a high inr (4.6) and received vitamin k IV. The patient was also positive for covid-19 at admission. There was no bleeding reported on (B)(6) 2022. The bleeding event resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18apr2022. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available and also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.